Event description:
A malfunction was reported with the pump, identified as malfunction code 199. The customer did not report any notable events prior to the issue, and there was no information on whether the malfunction caused the blood glucose level to exceed 500 mg/dl. The pump was confirmed to be still under warranty. Tandem technical support arranged for a replacement pump and instructed the customer to use an alternate form of insulin therapy, specifically multiple daily injections, to avoid interruption in insulin delivery. Instructions were provided on how to return the pump, including setting it to storage mode and using a pre-paid label within ten days.